Event description:
It was reported that approx five months post filter implant, a routine follow-up CT scan demonstrated that the filter was tilted 45 degrees and migrated caudally one vertebral body. In addition, it was observed that two of the filter legs were extending 5-6 mm beyond the contrast column. The pt was asymptomatic when the discovery was made. There has been no intervention and the filter remains implanted.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.